Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) values reached 388 mg/dl and the patient's father gave him a manual injection before taking him to the hospital. The patient felt nauseous and was vomiting. The pod was worn between 4 and 24 hours on the leg. At the hospital they checked his bg and gave him anti-nausea medication. The patient was at the hospital for 3-4 hours before he was discharged.